Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was recently received that the revision procedure planned for this device did take place as expected. The device and lead were both successfully explanted. A month after the explant, the patient received a new ICD and lead. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient developed an infection around the incision sight where this implantable cardioverter defibrillator (ICD) is implanted. This patient has undergone some testing, and is currently just being monitored. No hospitalization at this time. Subsequently, additional information was received that the infected tissue has been removed from the device pocket. The decision was made to explant this ICD, and re-implant on the right side of the patient within the near future. Revision procedure will take place once patient has started antibiotherapy. There were no additional patient effects reported.